Manufacturer narrative:
Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that upon log file review, there was a loss of external power event while connected to the mobile power unit (mpu). The low voltage hazard events were the result of slow discharge of the mpu capacitors when they suddenly lose power. The system controller did switch appropriately to the emergency backup battery when external power was lost. The events appeared to resolve once external power was completely restored.

Manufacturer narrative:
Section d6a: date of implant was inadvertently included in the initial report, the device is not implanted. Manufacturer¿s investigation conclusion: the reported event of a loss of external power event was confirmed via log file analysis. The mobile power unit (mpu) (serial number: (B)(6)) was not returned for analysis; however, a log file was submitted (B)(6) for review that showed events spanning approximately 13 days (26sep2024 ¿ 09oct2024 per timestamp). Loss of external power events associated with no external power, power cable disconnect and low voltage hazard alarms were active on 27sep2024 from 06:35:17 ¿ 06:36:03 which appears to be due to a loss of ac power while connected to the mobile power unit. Pump operation was not affected, and the backup battery supported pump function during these events. The alarms cleared once external power was restored to the system. There were no other notable alarms active in the log file. A root cause for the reported event could not be conclusively determined through this analysis; however, the alarms appear to be due to a loss of a/c power. The device history records were reviewed, and the records revealed the mobile power unit (serial number: (B)(6)) was manufactured in accordance with manufacturing and qa specifications. Heartmate 3 instructions for use (rev. C) section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook (rev. D) section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment. Additionally, heartmate 3 patient handbook section 10 entitled ¿safety checklists¿, instructs users to regularly inspect their accessories for damage, and to replace any equipment that appears damaged or worn. Heartmate 3 instructions for use (rev. C) section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. D) section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including no external power, power cable disconnect and low voltage alarms. Heartmate 3 instructions for use (rev. C) section 3 ¿ ¿powering the system¿ and heartmate 3 patient handbook (rev. D) section 3 ¿ ¿powering the system¿ addresses the user to not use expired batteries and advises the user to properly dispose of them. Heartmate 3 patient handbook (rev. D) and heartmate 3 instructions for use (IFU) (rev. C) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was additionally reported that the mpu had a v-lock connector on the ac power cord. The cause of the alarms was unknown. No product was exchanged.